Event description:
During shift check, the autopulse platform (sn (B)(4) displayed fault 41 (patient temperature sensor failure) upon powering on. The customer usually stores the autopulse platform in the emergency room. No further information was provided. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4) displayed fault 41 (patient temperature sensor failure) upon powering on" was confirmed during the archive data review but was not confirmed during the functional testing. No device malfunction was observed during the testing, and the autopulse platform functioned as intended. The customer stated that they usually store the autopulse platform in the emergency room, and no further response was provided regarding the surface (hard or soft) where the autopulse platform was placed during the reported event. Fault 41 can potentially be caused by exposure to ambient storage conditions (e.g., a fire truck sitting in a hot environment and/or being exposed to direct sunlight for long hours) or by deploying the platform with blocked air vents (such as on a thick carpet or a blanket), or a defective temperature sensor. These potential causes will increase the internal temperature of the autopulse platform and cause fault 41 to appear. Upon visual inspection, cracks on the top cover and front and bottom enclosure were noted as unrelated to the reported complaint. The photo provided by the zoll service personnel revealed a broken screw holder and crack on the top cover, a hairline crack on the front enclosure, a broken part on the bottom enclosure, and multiple broken pieces inside the autopulse platform. The observed physical damages were likely attributed to user mishandling, such as a drop. The damaged parts will be replaced to address the observed physical damages. The archive data review indicated several fault 41 on and around the reported event date, thus, confirming the customer's reported complaint. The autopulse platform passed the initial functional test without fault or error, and the fault 41 could not be replicated. Nevertheless, the temperature sensor cabling was replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. Upon service completion, the autopulse platform will be subjected to a final functional testing to ensure that the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(4).